Event description:
A surgeon reports one custom patient with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. This report is for the right eye. Patient records indicate at 6 weeks post-op, bcva in the right eye decreased by 2 lines. Records also indicate the patient reported glare, halos and starbursts. Additional information has been requested. Right eye: 1061857-2007-00106 injury; left eye: 1061857-2007-00107 malfunction. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress.